Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was cracked. It was also noted that the upper case, lower case and battery drawer were broken and the side bail cover and ring cover were broken. (B)(4).

Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.